Event description:
It was reported by the clinician that when they were placing the catheter, they experienced difficulty removing the spring wire guide (swg). As a result, another kit was opened and used. There were no pt complications reported.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one catheter and one swg were returned for evaluation. The catheter was received with the swg in the distal lumen, with the straight end protruding from the catheter tip. The swg was unraveled at the proximal end. Upon microscopic examination, the core wire was found broken adjacent to the proximal weld. The proximal weld remains attached to the coil wire. The distal weld is intact. No pieces appear to be missing. The product's instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The reported complaint of swg unraveling was confirmed through visual inspection of the returned samples. The potential cause could not be determined based upon the sample and information provided.